Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a plum 360. The reporter stated that the pump does not infuse. There was no reported patient involvement. There was no human harm/adverse event.